Manufacturer narrative:
Follow-up #1 - correction to (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap couldn't be removed from the case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed pump case is damaged. Investigators were able to remove the cap from battery compartment. The display is dim/fading/reddish. The investigation completed with returned battery cap.